Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. During the investigation, fluid was found exiting the tear found in the cannula. Due to the tear, fluid did not exit the fluid path as intended. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 1 and 4 hours on the arm. Ketones were also tested and the results were (B)(6) as treatment, boluses were delivered and a new pod was applied.